Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise that was over-sensed by the pacemaker, resulting in multiple inappropriate mode switches. The right ventricular (rv) lead demonstrated an increase in capture thresholds and a decrease in pacing impedance. The pacemaker, along with the rv and ra leads were explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The report events of sensing noise and mode switching were not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.